Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex st hernia patch, (B)(4) and lot number huyc0591, was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an "additional surgery to remove the mesh and extensive lysis of adhesions." As reported by the attorney, the ventralex st hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the available information, there is no change to the initial determination, no conclusions can be made. Per the medical record review, 1 year 6 months post implant of the ventralex st mesh, patient was diagnosed with hernia recurrence, bowel obstruction, adhesions, scar tissue and abdominal pain thereby underwent repair with removal of the mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: 09/11/2015: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex st hernia patch, reference number (B)(4) and lot number huyc0591, was implanted to repair the hernia defect. 04/12/2017: the patient underwent an "additional surgery to remove the mesh and extensive lysis of adhesions." As reported by the attorney, the ventralex st hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information: 11-sep-2015 - patient was diagnosed with recurrent abdominal incisional hernia thereby underwent open repair with the implant of ventralex st (device #1) on 11-sep-2015. Per operative notes, "hernia sac was identified and dissected. Then the mesh and adhesions in all direction were freed. A ventralex st mesh (device #1) was placed and sutured." 12-apr-2017 - patient was diagnosed with recurrent incarcerated ventral hernia, small bowel obstruction and abdominal pain thereby underwent open repair with removal of the mesh (device #1) and implant of phasix st mesh (device #2). Per operative notes, "the previous scar tissue was excised along with all of the previous synthetic mesh implants (device #1) and extensive lysis of adhesions was performed. It was noted that he had a small bowel obstruction. A phasix st mesh (device #2) was then placed and sutured." 24-jun-2017 - patient visited hospital for abdominal pain. Attorney alleges that the patient had abscess, adhesions, bowel obstruction, infection, hernia recurrence, pain and emotional injuries. It is also alleged that patient underwent removal surgery.